Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they saw a neurologist who ordered an MRI scan for the patient. The patient stated they told the MRI facility they had a bladder implant and they were told that would be ok. The patient filled out the form in the MRI waiting room and indicated that they had an implant and they were told by the facility that it would all be ok and that they could go get the scan. The patient then went in to do the scan, which was about 3 weeks ago (patient confirmed in (B)(6) 2023). The patient stated the MRI went on for a bit and was loud and "making clanks" like an MRI machine always does, and then a voice came on after a bit of scanning and told them they'd be moving to the lower back and the table underneath them was going to move. The patient stated when that happened, it felt like "a 1000 fireworks went off" in their "rear-end," it was like "bang bang bang" like they were "being tased by a policeman." The patient stated they squeezed the ball in their hand to alert the MRI technician about the "terrific pain" they were having and the MRI tech stopped the scan. The patient stated they met with their urologist who managed their stimulator and the physician's assistant (pa) at the office told the patient they called a manufacturing representative (rep) about making an appointment for the patient to come back into the office so the rep could check the patient's system since they experienced the MRI "fireworks" in their rear-end. The patient stated they hadn't known about MRI mode and that no one had ever told them about it. Reviewed with the patient that from now on if they ever needed to have a test that they could call  for information on what they needed to do to prepare for the test. The patient will reach out to their doctor to have a rep scheduled to come to their appointment.

Manufacturer narrative:
B3: event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.